Manufacturer narrative:
Visual analysis of the photographs identified: the device was broken shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, one opening device on the posterior side assessed, as surgical impact opening (shell thickness within specification). More than three openings in radius side assessed, as surgical damage. Additional observations: nick is observed assessed, as non-penetrating nick. Wear abrasion is observed.

Event description:
Physician reported, a left side rupture. Device has been explanted.